Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a low battery alert on the insulin pump. Customer's blood glucose was 140 mg/dl. The customer stated that replacing battery cap does not resolved the issue. Customer was advised to discontinue use of the device and revert to a back up plan. The customer was advised that the insulin pump will be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected low battery alarm was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.